Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contractureis a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. Device photo analysis: visual analysis of the photographs identified a device appears to be intact and have biological tissue white color. Labeled right device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Physician reported a right side capsular contracture baker grade iii-IV. Device has been explanted and replaced.

Event description:
Physician reported a right side capsular contracture baker grade iii-IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, wear abrasion, voids in the gel. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Physician reported a right side capsular contracture baker grade iii-IV. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, g1.